Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2017 with the following findings: a review of the pump black box data showed evidence of cs 052/054 and 012 errors on the event date. During a visual inspection of the pump, no battery compartment cracks were observed. There was evidence of moisture contamination inside the battery compartment. The returned battery cap secured properly to the pump. The battery cap dimensions measured within required specifications. A leak test revealed leaks in the pump cover. During testing, the pump powered on with the returned battery cap to audible tones and extended vibration alerts but the display screen remained blank. The pump case was removed, and no evidence of moisture damage was found inside the pump. The complaint of an intermittent power issue was unable to be confirmed or duplicated during investigation. Unrelated to the original complaint, investigation revealed that a slave processor failure had occurred causing the blank display. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.